Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a sensor issue call the user experienced a low blood glucose of 62 mg/dl on a g7 sensor after being high earlier and experiencing signal loss, and the ilet issued a low alert; the user felt "off," treated with a meal and half a glass of cola, and later reported a glucose of 159 mg/dl. Symptoms included sweating. Outcomes included resolution of hypoglycemia without outside assistance or medical intervention. Investigation included review of the event details and user report, along with troubleshooting and education. Investigation of this case revealed hypoglycemia with an unclear cause, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.